Event description:
According to the reporter, the tracheostomy cannula had unknown failure. It was unknown if there was patient involvement at the time of the reported event. Medtronic's initial evaluation of the incident device found damaged pilot balloon and leaks, the failure mode cut in pilot balloon.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damaged pilot balloon and leaks, the failure mode cut in pilot balloon. Functionally, an inflation/deflation test was performed on the tube, using a syringe. 17cc of air was applied to the cuff and it was observed the cuff deflated after few seconds. It was reported that the tracheostomy cannula had unknown failure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ordinarily, cuff pressure should not exceed 25 cm of h2o. Over-inflation of the cuff may cause tracheal damage and may inhibit ventilation. Consult with the attending physician. Test each tube¿s cuff, pilot balloon, and valve by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used. Cuff inflation should be checked on a regular basis, and replacement tracheostomy tubes should be kept at bedside. The tracheostomy tube and obturator are single patient use medical devices. Duration of single patient use should not exceed twenty-nine (29) days. Covidien does not recommend and has not substantiated use of these devices beyond the 29-day time frame. Decisions about tracheostomy tube changes should be made by the responsible physician or designate using accepted medical techniques and judgment. To ease insertion and to guard against cuff perforation from sharp edges of cartilage, taper back the cuff by deflating the cuff and gently moving it away from the distal tip of the cannula toward the neck plate as the residual air is removed by deflation. When tapering the cuff, do not use sharp instruments that would damage the cuff, such as forceps or hemostats. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.